Manufacturer narrative:
(B)(4).

Event description:
Endoanchors were utilized within a primary aaa case due to a concern for late failure/migration of the stent graft. Six total endoanchors were deployed during the case. During the index procedure, the second endoanchor broke due to calcification. No device lot numbers were recorded or available. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.